Event description:
Customer reports that during a procedure, the table stopped moving. Patient procedure delayed two hours before they could move patient. No patient information provided. No injury reported.

Manufacturer narrative:
Customer biomed reports moisture had apparently somehow got into the gussett of the table and corroded the cable connections where it connects to the board. Biomed cleaned corrosion from the cable, replaced the uib board and reported that the table movement functions were now normal.